Manufacturer narrative:
(B)(4). The reported condition was confirmed by the quality engineer as a pump head mechanism (phm) issue. The phm was damaged due to fluid ingress. The phm was replaced to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that was dysfunctional. Upon further investigation by the quality engineer, the reported condition was confirmed as a pump head module channel issue. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.